Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump indicated a data log corruption. In addition, it was reported that an unspecified alarm occurred and "stopped insulin deliveries." The customer's blood glucose level was "high," a value was not provided. Customer declined to further troubleshoot with tandem technical support.